Event description:
The customer reported that the sys continued to x-ray after the exposure button was released. The fse adjusted the 5v power supply. This is consistent with a system lockup. There was no uncommanded x-ray. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board, power supply, and cable were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.